Manufacturer narrative:
H6: codes were updated. Customer reported broken. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
One parapac unit was received for repair. Functional testing was performed. The unit was recalibrated and preventative maintenance was performed. The battery, o ring, and sintered filter were all replaced. The unit then passed all testing.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had issues with continuous pressure and wouldn't cycle. The product fault occurred during check up. There was no patient involvement and no patient harm/adverse event reported.